Event description:
It was reported that the ilet pump¿s screen was cracked and became nonresponsive, and a replacement device was arranged with instructions provided for shutdown and return, while blood glucose management continued using cgm independently. Symptoms included no hypoglycemia, hyperglycemia, or other adverse clinical effects reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the user¿s report and device return logistics tracking. Investigation of this case revealed physical damage to the display assembly consistent with screen breakage, with no reported device alerts or alarms and no impact on blood glucose reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.